Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged dso (downstream occlusion) seal, discolored uso (upstream occlusion) seal, and corroded battery contacts. Customer complaint of ¿device has a ripped dso seal¿ was confirmed through visual inspection. Most probable root cause was the damage to the dso seal. Dso seal was replaced with a new one. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped downstream occlusion seal. The issue was noted during testing, there was no patient involvement.